Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer was unable to clear the alarm. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.